Manufacturer narrative:
The device was not returned for evaluation. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported the dash personal diabetes manager (pdm) suggested different bolus sizes, based on how the bolus calculator was accessed. The patient reported that under one scenario, the pdm would not account for the patient¿s insulin on board (iob).